Event description:
It was reported that the patient had experienced dyspnea and fatigue. The left ventricular lead exhibited increased capture threshold. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2013. The following day, the issues were noted to have resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.